Event description:
It was reported that during implant attempt, the atrial setscrew would not tighten down, and there was difficulty loosening the setscrew after attempting to tighten it down. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.